Event description:
It was reported that the device had an unexpected longevity. The physician suspected premature elective replacement indicator (eri)as at follow up the battery voltage triggered eri after thirty-seven months of service life. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).